Manufacturer narrative:
Other applicable components are: product ID 3708660 (b)4) implanted: (b)6) product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins). The patient reported experiencing increased tension in the neck at an examination on (B)(6). The clinical and device diagnoses were bow-stringing and extension migration, respectively. The etiology was described as possibly related to the device/therapy and implant procedure. Interventions included surgical procedure to reposition the extension on (B)(6) and resulted in in-patient/prolonged hospitalization. The issue was resolved without sequelae at the time of the revision. No further complications were reported/anticipated.